Event description:
It was reported that during device change out for premature battery depletion, capture anomaly was noted on the rv lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable.